Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Per the returns plan, the upper and lower recline link hardware came loose from the cane bracket.

Event description:
Provider states the reclining mechanism is not working. Provider states that the pistons are to tight and the bolts have sheared off which caused this feature not to work.